Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath and possible increased heart failure symptoms, and presented in clinic. Upon interrogation, it was noted that a capture threshold could not be obtained on the left ventricular (lv) lead, even at max output. The physician attempted several different pacing vectors and determined that the lead exhibited loss of capture, which was suspected to be due to dislodgement. A chest x-ray confirmed that the lv lead had been pulled back out of the coronary sinus. The lv lead was deactivated. At the beginning of the procedure on (B)(6) 2021, fluoroscopy revealed that there was no lv lead slack in the right atrium. When the physician opened the pocket, he discovered that the all of the lead slack was in the pocket. Additionally, the lv suture sleeve was moving around freely, suggesting that it was not adequately tied down during the implant procedure. The lead was explanted and replaced. The patient was in stable condition.